Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical and other injuries [injury]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive cream, unspecified total daily use on dentures he received approx 20 years ago, and reported the following: profound and permanent neurological injuries, severe and permanent physical and other injuries that have left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.